Manufacturer narrative:
Date of implant reported as (B)(6) 2017, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) of the distal femur using a 4.5 mm variable angle locking compression plate (va-lcp) curved condylar plate in (B)(6) 2017. The patient went on to develop a non-union. A bone graft was performed in (B)(6) 2017. The patient presented on unknown date with a failed union and a broken plate. The patient was revised on (B)(6) 2018, when the broken plate was easily removed and the patient was implanted with a retrograde competitor¿s nail. The surgery was successfully completed without any intraoperative events or harm to the patient. There were no surgical delays reported. This report addresses the bone graft performed in (B)(6) 2017. The revision due to broken hardware is addressed in (B)(4). This report is for one (1) 4.5 mm va lcp curved condylar plate. This is report 1 of 2 for (B)(4).